Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4). This report is number 2 of 2 MDR's filed for the same patient (reference 0001825034-2016-05230 & 0001825034-2017-00636).

Event description:
Patient alleged experiencing a pain and an allergic reaction to metal post-implantation. No additional information has been provided.